Manufacturer narrative:
The device was evaluated by mindray field service who reports that the issue was a result of a defective nibp connector hose which was found to be leaking at the cuff connector. The customer received replacement hoses, and to date have not reported a recurrence of the event.

Manufacturer narrative:
The device was returned to mindray's national repair center for evaluation. The unit was allowed to run for ten (10) days using various settings and patient anomalies on a simulator, using different interval settings on the main unit, and the reported event could not be duplicated. As a precaution, the valve assembly was replaced and all internal connections were reseated. The device was performance and safety tested to factory specifications and returned to the customer.

Manufacturer narrative:
Investigation is in process pending analysis of data logs. (B)(4). (Exemption #e2015032).

Event description:
It was reported that a patient's nibp was being monitored on a passport 17m patient monitor undergoing a laparoscopy. The patient had a blood pressure running in the low 80's high 70's systolic prior to incision. After incision and abdominal insufflation, the patient had a vagal response with a drop in heart rate into the 40's. She was given a small dose of 0.2mg robinul and heart rate returned to 60'/min. During this time the nibp was cycling and not giving a reading. After 8 minutes the monitor displayed a nibp of 179/157. Four minutes later, the monitor gave an nibp reading of 158/139. Two minutes later the monitor nibp reading was 77/34. All other vital signs were unchanged. There was no harm to the patient reported.